Event description:
Customer's husband reported via phone call that insulin pump did not alarm occlusion. It was also reported that insulin pump was cracked at battery compartment due to being dropped. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.